Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with no motor movement or negligible movement. Retries to free a stuck motor failed during rewind sequence. Motor was tested outside of the device and failed. Problem isolated to the motor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to motor anomaly.

Event description:
The customer reported via phone that the insulin pump had error alarm. Customer¿s blood glucose was 170 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Customer stated that the insulin pump was exposed to moisture. Customer stated that the insulin was leaking from the reservoir. Customer states there was fluid in the reservoir compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed a visual inspection using dop114-811doc appendix f; performed a visual inspection and found missing septum from the snap-cap. Unable to pre-fill.